Event description:
It was reported that there was "blood leakage at lumen bifurcation of the catheter (main catheter tubing splits at arterial/venous lumens).

Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete, a supplemental report will be submitted.